Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power cord to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, there was an issue with the patient side cart (psc) intermittently changing to battery while psc was on the move. However, the psc switched back to ac mode when the psc was not moving. The clinical sales representative (csr) attempted to resolve the issue by trying different power plugs with no success. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
On (B)(6) 2024, the following additional information was obtained: the system functionality was checked upon powering on the system and the system initially powered on without errors. The patient cart eventually was fine, and it stopped saying it was on battery. The procedure was completed as the cart remained plugged in.

Event description:
Refer to h10/h11 for follow-up information.